Event description:
During a pt follow-up visit, the physician observed a high lead impedance and no r-wave and scheduled surgery to evaluate the system. When the pocket was opened it was discovered that the set screws which connect the leads to the ICD header were loose. After the set screws were tightened the real time measurements appeared to be fine. A ventricular fibrillation was induced to test the system. It appeared that the ICD did not detect the vf and that it was not charging to deliver therapy. A programmer controlled shock was delivered to rescue the pt. The physician decided to explant the ICD and cap the 4269 lead and the other co's adapter.

Manufacturer narrative:
H.3 evaluation summary: failure analysis did not replicate the reported sensing anomalies with the device connected to a cardiac simulator; the device sensed properly. Additional device testing verified proper bradycardia pacing, anti-tachycardia pacing, and sensing function. Accurate high voltage charging and defibrillation output was confirmed, as well as appropriate electrogram storage. Various general parameters including the battery voltage and telemetry responses of the device were also tested and functioned appropriately. In conclusion, co's analysis found normal device characteristics.